Event description:
It was reported that during a percutaneous transluminal coronary artery/ stent procedure, the stent was noted to be loose when inspected and was hand crimped (contrary to instructions for use). The delivery attempt resulted in incomplete expansion of the stent. The delivery system balloon was inflated beyond the rated burst pressure, (contrary to IFU) and a dissection was noted. Another company's stent was used to successfully complete the procedure.